Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal entanglement with the device. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with pre-existing posterior flail leaflets due to chordal rupture. The xtr clip delivery system (cds) was advanced to the mitral valve, but resistance was met. The posterior medial leaflet was found caught at the tip of the mitraclip and the clip could not move freely. There was a flail on the posterior leaflet. The doctor used gentle movements and slight rotation of the clip to successfully free the clip after twenty minutes. There was no evidence of chordal rupture, tissue damage or any other leaflet injury from to the clip entanglement. The procedure continued with the implantation of the same mitraclip reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported difficult to remove the clip appears to be due to patient morphology/pathology (flail on the posterior leaflet due to chordal rupture). There is no indication of a product quality issue with respect to manufacture, design or labeling.